Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered an error 32100 pointing to universal surgical manipulator (usm3). The system was powered off and hard power cycled however, the error returned upon restart. Customer attempted to reposition the usm/set up joint (suj), but the error returned immediately. The usm was disabled and the system completed self-test in a three-armed configuration. Then, the customer stated this was not ideal for the upcoming procedure and there was another patient side cart (psc) from another system. The customer opted to switch out the psc. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the patient side cart (psc) revealed error 32100 during initial startup in normal mode. Fse replaced the proximal set-up joint (psuj). A follow-up MDR will be submitted, if additional information is obtained. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32100 points to ac hardware current/voltage monitoring error. If xi psc, the error is reported on armnet 3 suj proximal axes controller set-up (acu).